Event description:
It is reported, syr 10ml pump compatible saline 10ml, plungers are ¿sticky¿/higher friction, not allowing to infuse medications via the syringe pumps. Additional information the patient was receiving a medication (made by nursing) via IV syringe. We made the medication using the saline flush syringes. There was 10ml of volume, only 4ml went in and the pump began to alarm consistently. We tried resecuring different connections, but this did not work. We had to change the syringe to a regular, empty 10ml syringe, and only at this change did the pump work again. If syringes continue to be malfunctioning, medications will not be administered in a timely manner and other meds/patient care become delayed. On top of this, patients will not receive their medications efficiently, therefore prolonging any symptoms/illness. No harm to the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G.4. Additional 510k: k003553.